Event description:
It was reported that fracture of the middle part of the filter wire occurred, and the procedure was cancelled. The stenosed target lesion was located in the right internal carotid artery. A 190 cm filterwire was selected for use. The abdominal aorta and aortic arch were noted to be tortuous. The filterwire could not reach the stenosis upon entering the designated position in the vessel. The filterwire was noted to be fractured in the middle portion. They attempted to use a 5f catheter to remove the device, but ultimately removed the filterwire through an 8f guide catheter. The procedure was not completed. There were no patient complications as a result of this event. The patient was stable. It was further reported that when the device was broken it remained in one piece.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1 - initial reporter phone: (B)(6) reported here as phone number exceeded character limit for designated field.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that the filterwire was fractured. The stenosed target lesion was located in the right internal carotid artery. A 190 cm filterwire was selected for use. The abdominal aorta and aortic arch were noted to be tortuous. The filterwire could not reach the stenosis upon entering the designated position in the vessel. The filterwire was noted to be fractured in the middle portion. They attempted to use a 5f catheter to remove the device, but ultimately removed the filterwire through an 8f guide catheter. The procedure was not completed. There were no patient complications as a result of this event. The patient was stable.

Event description:
It was reported that fracture of the middle part of the filter wire occurred, and the procedure was cancelled. The stenosed target lesion was located in the right internal carotid artery. A 190 cm filterwire was selected for use. During the procedure, it was noted that the filter wire could not reach the designated position of the blood vessel, causing the middle part of the filterwire to be fractured. The device was removed through an 8g guiding and the procedure was cancelled. There were no patient complications as a result of this event. It was further reported that when the device was broken it remained in one piece.

Manufacturer narrative:
E1: (B)(6). Device evaluated by MFR: the filterwire was returned for analysis. Visual inspection revealed that the wire returned inside the delivery sheath and the filter bag came back in deployed state. The retrieval sheath was returned. It is possible to observe that the delivery sheath was bent. Sheathing/unsheathing test was performed, and the filter bag can be retracted/deployed by normal way.